Manufacturer narrative:
Initial and final MDR 1900854 - MDR 3003442380-2024-11034 - device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced 2 infusion set fell off events on 07-may-2024. The infusion set was in use for 1.5 to 2 days. The glucose level at the time of incident was in between 150-200 mg/dl. No further information available